Manufacturer narrative:
The reported events were lead dislodgement due to twiddlers syndrome and failure to capture. Final analysis found that as received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. After cleaning the lead and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.

Event description:
It was reported that the patient presented in the clinic for a follow-up. Device interrogation revealed failure to capture in both the atrial (ra) and right ventricular (rv) leads. Subsequent chest x-ray and fluoroscopy imaging confirmed dislodgement of both leads. Upon further assessment, the physician diagnosed the leads dislodgement as a result of twiddler's syndrome. Both ra and rv leads were explanted and replaced. The patient was in stable condition.